Manufacturer narrative:
A visual inspection of the ventilator's pigtail adapter revealed pin 4 was burned. The pigtail adapter was replaced to correct the problem that was identified during service of the ventilator. The power flex circuit was replaced as a precaution.

Event description:
The ventilator was sent to carefusion service for a 15k pm with no other problems identified by the customer. A visual inspection of the ventilator during service revealed that the pigtail adapter was damaged.